Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-may-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-may-2020, UDI#: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient that was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) told a patient (pt) there was a problem with one of the leads. The pt was unable to clarify what the problem with the lead was. No symptoms were reported. Additional information was received from the patient. It was reported that they received a letter from the manufacturer. The patient said their answer to the question is they noticed the broken lead when they first met with the manufacturer representative (rep), about a month or so ago before thanksgiving. Pt also said that they hadn't heard back from the rep and they were supposed to meet up with them again. An email was sent to reps in the area for visibility. On (B)(6) 2021, a rep responded that they just spoke to the patient and he just got back from his healthcare provider (hcp). He also has a new pain hcp and will be going back there after the 1st of year. He will reach out with the new hcp asking for a rep in the new area. Additional information was received from a manufacturer representative (rep). It was reported that the patient is not even in his territory but somehow got rep¿s name and number. There was one time patient called the rep and he agreed to meet with the patient to interrogate the device. The rep was unable to interrogate the device because it was dead, likely due to normal end of life. The rep never noticed nor was ever made aware of any lead issues by the patient or any of the doctors. At that appointment the patient told rep that he was moving back to another location to see his pain doctor. The rep had no further information.